Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe was leaked during use.

Manufacturer narrative:
Investigation summary: lot number 1809245 was provided for evaluation by our quality engineer. A device history record review did not reveal any quality issues during the production process that could have contributed to this incident. As samples were unavailable for return, ten retained samples of the same lot number were obtained for further investigation. Investigation conclusion: visual inspection of the retained samples did not reveal any signs of damage or molding defects. The stoppers were observed correctly assembled within the retained samples. The ten retained samples all performed per specification during leakage testing. Root cause description: as a manufacturing defect could not be found, a cause for the reported incident could not be determined. Rationale: complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. No corrective action is required at this time.

Event description:
It was reported that bd plastipak¿ syringe was leaked during use.